Manufacturer narrative:
The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2000 ohms and elevated threshold measurements on the left ventricular (lv) channel. An x-ray was performed and was inconclusive for any lead damage. A revision procedure was performed and lv lead and the associated device were removed from service and replaced. No additional adverse patient effects were reported.